Manufacturer narrative:
A thorough investigation was performed to assess the reported issue. The engineering team investigated the reported problem with the returned transducer and found the parylene coating was peeling away from the edge of the sensor, the parylene coating was also peeling away from the edge of the sensor, and the lens material was worn and thinned allowing the acoustic stack to be visible through the lens. This this type of damage is indicative of aggressive cleaning and abrasion. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed, and no additional repair or analysis action was required.

Event description:
It was reported that the c10-3v transducer's lens surface was loosening and coming off. The transducer was associated with the epiq 5w ultrasound system at the customer's site. The issue was discovered outside of clinical use, and was removed from service. No patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.